Event description:
An optometrist reported a patient with diffuse superficial punctate keratitis (spk) and excessive dryness in the right eye two months following lasik treatment. The patient reported that it felt like something was in the right eye. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information, at this time additional information was not received. (B)(4).